Manufacturer narrative:
The device was not returned for evaluation. The cause of the event cannot be determined.

Event description:
Allegedly, the patient had pain following a total ankle arthroplasty. The patient underwent a revision surgery.